Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 250 bag access devices experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: when priming the access device the join snaps off. They thought maybe they were a bit rough, so checked others in the boxes, same problem for all of this lot number.